Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the investigation it was found that the product is broken in the distal area of the tie rod, at the thinning between the joint surfaces. Traces of corrosion can be seen in the broken area. Corrosion can also be seen on the broken surface, so it can be assumed that this has spread over time and thus weakened the material, the corrosion is due to incorrect preparation. The item also shows signs of age. The IFU refers to the relevant points. As stated in the IFU the device must be visually inspected for cleanliness, completeness, damage, and dryness, and damaged or corroded medical devices must be withdrawn from use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insert kelly grasping forceps, jaws part broke during operation kelly insert grasping forceps was broken during the operation, surgeon luckily find the broken parts in the abdomen and could be removed via the trocar opening. No injuries on patient, only delay in operating time.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).